Event description:
Per distributor: the pump keypad has become unresponsive.

Manufacturer narrative:
(B)(6). The pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.